Event description:
During a review of info related to the clinical trial, gl-af-02, we discovered that the patient experienced peripheral nerve compression. There was no serious patient complications. The event was discovered post-procedure.

Manufacturer narrative:
We were unable to perform a product analysis as no device was received. There is no evidence that indicates the device involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. Peripheral nerve injuries may occur as a result of trauma or acute compression. Peripheral nerve compression is an anticipated procedural complication. Per constellation directions for use, local nerve damage is listed as one of the adverse reactions. We were unable to review manufacturing records as the batch number is unknown. Similar complaint trend review was conducted for the product family, and no adverse trends were identified. Related to MDR: 2953184-2008-00061.